Event description:
On (B)(6) 2012, the pt reported that in (B)(6) 2011 the up and down buttons on her infusion device stopped functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product evaluation.